Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin. The t:flex cartridge user guide also cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridges were filled with approximately 490 units of cold insulin. There was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully. Recommendation was made to fill the cartridge with 480 units of insulin. The customer's blood glucose level was 157 mg/dl.